Manufacturer narrative:
Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected alarms noted during testing. No battery or power anomalies noted during testing. No moisture damage noted during inspection. Device received with pillowing keypad overlay and minor scratches on case. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the o ring inside lip of reservoir compartment was missing. The customer¿s blood glucose was 300 mg/dl. Customer was treated with bolus. Customer stated that water in the reservoir compartment as well as low battery. Troubleshooting was declined for high blood glucose and troubleshooting was performed for moisture exposure. Customer was advised that the insulin pump needed to be replaced and revert to a back-up plan. The insulin pump will be returned for analysis.